Event description:
Complainant alleged that the medics responded to call for a patient who had been found slumped over pt's car steering wheel. The first responders had removed the pt from the car, placed pt on the ground, and began pt CPR. The first responders shocked the pt two times. The first responders indicated that the pt's pulse was resumed twice. The pt was placed in ambulance, and the first responders intercepted the medics ambulance. Pt care was then transferred to the medics. The medics applied electrodes to the pt in the anterior and posterior positions. The pt's pulses returned and pt CPR was stopped. The pt's ECG, as displayed on the device indicated that the pt was presenting a "ventricular rhythm with occasional pvc's. The pt then presented a ventricular fibrillation (v-fib) heart rhythm, but the device in AED mode, gave a "no shock advised" prompt. The pt was intubated. Pt CPR was in progress. Epinephrine was administered to the pt via IV. The device was switched to manual mode. The pt was again presenting a v-fib heart rhythm. The device was charged to 200 joules and device delivered a shock to the pt. The pt's heart rhythm changed to ventricular tachycardia. The pt was then transferred to the hosp's care. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.